Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "lumen compromised by a puncture or cut.".the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:"to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that three foleys would not stay inflated; they fell out of the patient. It is unknown how long the catheter had been placed. No medical intervention was reported.